Event description:
A caller reported that the cartridge leaked insulin from the bottom near the pneumatic tap port. There was no adverse impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.